Event description:
It was reported that the 6800 system locked up at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The single board computer upgrade kit was installed during the service call. The system was found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.